Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to confirm the reported problem. The seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that during testing the device had a ripped downstream occlusion seal. There were no patient involvement and patient harm.